Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in the emergency room after receiving inappropriate high voltage therapy from their implantable cardioverter defibrillator. Upon interrogation, it was noted that the pacing and defibrillation impedance on the ventricular channel were high. Tachycardia therapy was disabled. The device was explanted and replaced. Patient was stable throughout.

Manufacturer narrative:
The reported field events of sensing noise, inappropriate hv output and high impedance were verified in the lab. The device programmer printouts showed inappropriate hv output due to constant noise. The high ventricular pacing lead impedance and the noise were caused by the anomalous reference signal. The root cause of the anomaly was found to be due to a capacitor connection issue in the hybrid.